Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As rec'd, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is a loose connection on the pad of p4. The root cause of the damaged connection cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged battery pack.

Event description:
A us dist returned a battery pack indicating that it would not power on a monitor.